Event description:
Allegedly, patient was revised due to aseptic loosening stem , lysis stem and adverse soft tissue reaction to particle debris. Revision njr number: 4403221. Side: l. Primary asa: p2 - mild disease not incapacitating. Component from another manufacturer : cpt hip stem 12/14 size 2 130mm ext product ID: 811400210, lot ID: 60468182.